Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
In addition to the previously submitted issue, inspection of the received device found a metal crimp and piece of internal wiring within the handle had broken and were missing. The handle has an opening where any loose inner components can potentially fall from the device. However, the customer reported that no pieces of the device fell within the patient cavity.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device stopped sealing adequately. An end tone indicating a completed seal was heard during the issue. No patient injury occurred, and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report: 06/07/2016. Date of second follow-up: 09/20/2016. One used lf4318 ligasure device was received for evaluation, and investigation of the returned sample found factors that would contribute to sealing issues. No defects were identified during the initial visual inspection. Testing of the device found that it would not activate. When taken apart, it was found that the inner wiring had been routed and crimped incorrectly during the manufacturing process. The wiring was also severed. This would prevent the device from activating or sealing, and no tones will sound to indicate a completed seal. Review of the device history records for this lot found no potentially contributing factors, and no trend is associated with this isolated issue.

Event description:
Further examination of the sample received from the customer found that no pieces of the device were missing.